Event description:
Customer reported the jaw chuck with key fell apart during surgery. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device defects. Various parts were replaced. The device was repaired and returned to customer on (B)(4) 2013. Placeholder.